Event description:
The reporter stated that the pump was set to deliver 5 ml using a 20cc syringe and a flow rate of 60 ml/hr in the continuous mode. The unit reads 4.5 ml for every 5 ml. This occurred during maintenance.